Event description:
Continuous severe pain, starting in lower back area where screws are located and going down right leg; frequent urination; stomach cramps; can't sleep at night - unable to lie very long; unable to have sex; can only drive short distances; tires out very easily.